Manufacturer narrative:
Device not returned.

Event description:
It was reported that the atrial lead was exhibiting noise. Patient was asymptomatic. The noise was reproducible when the patient moved their left arm. There were no other issues with the lead. The patient will see the ep again and a decision will be made at that time. The lead will likely be addressed in the future.